Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 4 months post implant of this 25mm aortic bioprosthetic valve, it was replaced valve-in-valve for increased gradients along with severe aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.